Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) and the reported events (right heart failure and patient condition) could not be conclusively be determined. The patient was admitted on (B)(6) 2021 due to worsening congestive/right heart failure. A right heart catheterization was completed shortly after admission and the pump speed was optimized. The patient underwent aggressive diuresis without any improvement of their symptoms and was started on digoxin on (B)(6) 2021. The patient underwent a prostate biopsy on (B)(6) 2021 in order to be listed for a heart transplant. The biopsy revealed low risk prostate cancer, which was to be monitored and was not thought to interfere with a future heart transplant. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available and contains the following information: section 1 lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient had been admitted due to right congestive heart failure (chf) and continued to worsen despite aggressive diuresis with digoxin, and an optimization strategy involving left ventricular assist device (lvad) speed changes. A right heart catheterization was performed on (B)(6) 2021. Inotropes were started on (B)(6)2021. A prostate biopsy was also completed so the patient could be listed for heart transplant. The patient was diagnosed with low risk prostate cancer which would not preclude them from heart transplant.